Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the left fork is bent, dealer is not aware of how this happened.